Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation; however, an image was provided. In the absence of the subject device, it is not possible to determine the root cause of the incident.   Although the root cause remains unknown, it is important to note that the bag can tear if contact is made with a sharp instrument, or if the bag is pulled with extreme force through a port site too small for the bag with specimen inside. The instructions for use state, "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. Additional information was requested and provided.

Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap hysterectomy w/bso - "bag was being pulled through 12mm trocar incision sit, bag then busted at the tip. Bag had small specimen (overay tube). Please look into why the tip is breaking. Rep has picture of busted bag." Patient status - "patient was fine."